Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon applicator stuck in vagina [foreign body in reproductive tract]. Pain-vagina [vulvovaginal pain]. Consumer sent e-mail stating the plastic applicator from a tampon got stuck in her vagina. No serious injury was reported.